Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a crack in the hub that caused fluid to leak out during use. The following information was provided by the initial reporter: "the customer shared that there was a crack in the hub of the IV that caused fluid to squirt out the side of the hub."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a crack in the hub that caused fluid to leak out during use. The following information was provided by the initial reporter: "the customer shared that there was a crack in the hub of the IV that caused fluid to squirt out the side of the hub."